Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a cracked reservoir tube lip and minor scratches on the display window.

Event description:
It was reported that the customer had high blood glucose levels of more than 500 mg/dl. Troubleshooting was attempted but not completed. The husband of the customer would like to have the insulin pump replaced. No additional information was provided.